Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The clinical sales representative (csr) performed a hard power cycle to resolve the errors, but the customer chose to convert to open surgery. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted general ventral hernia ipom surgical procedure, the controls and the vision were inverted on the system. Prior to calling in, the customer had power cycled and reseated scope with no change. The technical service engineer (tse) verified arm association in artemis to be correct. The tse suggested a hard power cycle and additional endoscope, but the site did not have another endoscope, and surgeon was not willing to troubleshoot further. The surgeon opted to convert to open surgery. The representative stayed on the line to perform a hard power cycle and system powered back on without error while the customer converted. The procedure was converted to open surgery with no reported injury.